Event description:
It was reported that once the intraocular lens (iol) was implanted into the patient''s eye the surgeon noticed a missing haptic and explanted the lens. No additional information was provided.

Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was not returned to the manufacturer. The unfolder cartridge was returned and visual examined; there was a small amount of viscoelastic residue inside. No lens was observed inside the complaint unit received. The cartridge was observed with a large deformation on the tip section associated with the handling of the unit after lens was implanted.

Manufacturer narrative:
It was additionally reported that the incision was enlarged and there was no patient injury. (B)(4). The manufacturing records and related documents showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.